Manufacturer narrative:
Trackwise # (B)(4) updated section: g4, g7, h2, h6, h10 trend analysis: ((B)(4)) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: ((B)(4)) communication/interviews were performed to obtain all possible information. The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply started to only heat intermittently. Added time to switch out power supply boxes. No added incisions nor patients affects. Finished case with backup power unit.